Event description:
A malfunction was reported on a pump by the caller. There was no reported impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised they could continue using the pump and to call back if the issue resurfaced, which the caller acknowledged and understood.